Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high/undefined impedance and helix retraction difficulties were encountered on the pacing lead. It was also noted that the stylet was difficult to advance during lead manipulation. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the distal conductor of the lead became e xtrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned. The helix is fractured within the connector pin. If information is provided in the future, a supplemental report will be issued.